Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon burst occurred. The 90% stenosed, de novo target lesion was located in the non-tortuous, highly calcified left anterior descending (lad) artery. An 8x3.0mm quantum maverick balloon burst at 8 atms. It was successfully removed from inside the patient, and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is listed as "stable".